Event description:
The hcp reported when checking the pump post MRI, a motor stall and motor stall recovery were recorded in the event logs. The length of the stall was not reported. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.